Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - hled. Based on photographic evidence the connection of the handle with headlight is broken with missing particles. It was stated the device was beaten against an object and the loose particles were removed by the customer. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
The correction of d4 lot #. And h4 manufacture date and h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. Previous h4 manufacture date: 2018-08-23. Corrected h4 manufacture date: 2013-08-23. Previous d4 lot #. Ref: (B)(4). Corrected d4 lot #. <blank> previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - hled. Based on photographic evidence the connection of the handle with headlight is broken with missing particles. It was stated the device was beaten against an object and the loose particles were removed by the customer. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the light did not meet its specification, since missing cap could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does not indicate, whether the device was or was not being used for patient treatment, while issue occurred. Subject matter expert at maquet sas, performed analysis. As stated the light head pwd300 is conforming to the standard iec 60601-2-41 and therefore the light head handling cannot be the reason of this breakage in a normal use. An excessive tightening of the 3 screws of the interface assembly cannot lead to such a breakage neither. According to the report re17-013 the recommended cleaning products involving a chemical reaction and thus the interface weakness is ruled out, which cannot be confirmed with prohibited products. Therefore, the most probable root cause of this breakage could be then a combination of chemical stress and excessive radial force applied on the handle. For that reason, based on satisfactory feedback from the field about a similar part on pwd500 the modification 180614 was engaged with the new supplier replacing the row material abs+pc by pa66. In february 2019 mechanical and chemical tests were performed to validate this change. The report re 19-010 mentions the conformity of these parts made in pa66. New parts in pa66 have been launched in production in may 2019 and all interfaces stamped with the date of 2019 or after belong to the latest version. Regarding this case the interface is prior 2019, hence belongs to the previous version (abspc). It should be noted that this part is also used for volista triop and axcel range lights. Any similar breakage would have the same root cause described above. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).